Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported elevated blood glucose (bg) levels. The patient indicated that on (B)(6) 2012, during the morning time, she noticed a large prime volume issue. According to the patient, the prime step took a long time before insulin was observed to be coming out. She stated that the prime step took an extra 5 seconds before insulin was seen. In addition, she claimed that the prime required an extra 8 units. A review of the pump's prime history showed 10 units primes and an 18 unit prime. Due to the alleged issue, the patient claimed that her bg levels were in the "500's" mg/dl with ketones, and symptoms of vomiting and nausea. She did not report having the need to seek or receive medical intervention because of the alleged large prime issue. The patient mentioned that her bg level came down with correction boluses administered via syringe. The patient denied having air bubbles in the cartridge. She was reportedly using the cartridges and infusion sets per the IFU (instructions for use). The pump's settings were verified as being programmed as desired. The pump's basals and advanced features were set correctly. No relevant alarms were found in the pump's alarm history. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed an elevated bg level with symptoms that can be associated with severe hyperglycemia. However, it is unknown if an actual pump issue and/or use-error contributed to the patient's injury. The alleged large prime issue is not likely to cause an adverse event because the issue is generally obvious and detectable by the user and because the issue does not affect the pump's insulin delivery functions. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. It is unclear at this time what actions the patient took in response to the alleged large prime issue and before she developed the elevated bg level.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history.